Manufacturer narrative:
Date of event: exact date unknown, event occurred first week of (B)(6) 2021.

Event description:
It was reported that the patient was not getting therapy. During a reprogramming session, the boston scientific representative was not able to connect the ipg to the patients remote control (rc) as well as the clinician programmer (cp). It was also noted that the patient was having difficulty charging the ipg. The physician replaced the patients ipg with an MRI compatible device and the patient was doing well post-operatively. The explanted ipg was not returned.